Event description:
Pt was having a laparoscopic assisted vaginal hysterectomy. The ligasure was being utilized. Surgeon had already addressed the vaginal area and had come back up to close the abdominal incision it was noted that pt had a blanched area left of the umbilicus that blistered by the time the case was completed. Surgeon was aware.